Manufacturer narrative:
The technician installed the brake steer upgrade kit to resolve the issue.

Event description:
The technician alleged the foot end brake casters would not hold while in brake mode. No pt impact.